Event description:
Litigation papers allege that the pt began suffering from discomfort and pain in her hip and experienced walking difficulties within five to six months after her hip was implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.